Manufacturer narrative:
García-duque s, garcía-leal r, iza-vallejo b, et al. Brain arteriovenous malformations: impact of neurologic status, bleeding, and type of treatment on final outcome. Journal of neurological surgery part a, central european neurosurgery. 2021;82(2):130-137. Doi:10 .1055/s-0040-1714659. If information is provided in the future, a supplemental report will be issued.

Event description:
García-duque s, garcía-leal r, iza-vallejo b, et al. Brain arteriovenous malformations: impact of neurologic status, bleeding, and type of treatment on final outcome. Journal of neurological surgery part a, central european neurosurgery. 2021;82(2):130-137. Doi:10 .1055/s-0040-1714659 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to perform a retrospective study of arteriovenous malformation (avm) patients. There were 117 patients included in the review (59 female, average age 41.3 years). Onyx was used for embolization procedures after 2002, either as embolization only or preoperatively before surgery. Treatment distribution in the spetzler¿martin grades I¿iii was as follows: 52 (54.6%) surgery, 31 (32.35%) radiosurgery, 2 (0.02%) embolization, and 11 (12%) conservative follow-up. Treatment distribution in spetzler¿martin grades IV and v was as follows: 4 (20%) surgery, 7 (35%) radiosurgery, and 10 (45%) conservative follow-up. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: - six patients died. One because of pneumonia, and the remainder due to recurrent hemorrhage of the avm. Three of them already had poor condition at diagnosis (glasgow coma scale 3).